Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1036844-2010-00214 for the first event and MDR #1036844-2010-00216 for the second event involving the same pt. It was reported that a third attempt was made to insert a new fa-04020. However, on the third attempt, the wire broke and it became "stuck" in the pt's femoral artery. The wire was surgically removed. As a result, a fourth fa-04020 was opened and successfully placed in the pt. The outcome of the pt is that he recovered well.